Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 42 mg/dl. It was reported that the customer administered too much insulin via a pump bolus. Customer treated low bg with baqsimi. Customer was unsure of treatment they received while in the ER. Customer was discharged later the same day with the issue resolved and no permanent damage.